Event description:
Dexcom technical support was contacted on (B)(6) 2012 to report that, upon sensor removal, pt believes she can feel the sensor wire under her skin. No portion of the wire is visible at the insertion site. Pt removed the transmitter from the sensor pod prior to removing the sensor from her body, against cgm's user's guide recommendations. At the time of the report, pt reported her condition as excellent.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.